Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in a therapy that was initiated on (B)(6) 2013, during night drain cycle four. The patient's ultrafiltration reading was 2115ml, indicating the home patient (hp) drained 2115ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was determined to be one or more cycle advances to the next fill when a slow / no flow occurred, above the min drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.